Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the surgeon fired the stapler fifth times without problem. However, on sixth reload, the surgeon tried to fire but it locked up. Another handle and reload were opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. Witness marks were noted on the end of the firing rod during microscopic inspection that are indicative of proper loading. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. An access hole was cut into the instrument for visualization of the internal components. The firing rack and grasping mechanism were noted to be fully intact and without issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.